Manufacturer narrative:
(B)(4). The investigation confirmed the complaint that the device was broken expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Final impaction of the attune femoral component the femoral introducer broke into two pieces.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states final impaction of the attune femoral component the femoral introducer broke into two pieces. Surgeon used the tibial impactor for same. Upon inspection of the tibial impactor this instrument was cracked but not broken. No delay or adverse event. The investigation confirmed the complaint that the device was broken expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum added 20 oct 2016. The complaint was reopened as one of the products was returned of lot au3713549 which confirmed it had cracked. The above conclusion is valid. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.